Event description:
The pt reported insulin leaking from the infusion set headset for the past 6-9 months. He stated that in 2009 at 1:00pm, his blood glucose measured 130 mg/dl and at 6:30pm, his blood glucose measured 250 mg/dl. He bolused 4 units of insulin through the infusion device and then noticed insulin leaking between the self adhesive, and the cannula of the infusion set headset. He changed the headset and bolused 3 units of insulin through the infusion device. At 7:00pm, he ate and bolused 12 units of insulin through the infusion device and at 8:00pm, his blood glucose measured 150-160 mg/dl. The pt's normal blood glucose level is 100 mg/dl. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.